Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the site was red and swollen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No bends or kinks were observed. During investigation, a tear was observed in the exposed portion of the soft cannula. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. Download data did not generate any hazard alarms. No timeouts or drive stalls were observed. No damages or defects were observed that would result in irritation or swelling at the infusion site. The cause of the reported swelling and irritation at the infusion site could not be determined.